Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge dropped from 40% to 5% after being connected to a power source. Following the battery drop the customer was having difficulty charging the pump. The battery gauge then jumped up to 100% customer reported blood glucose level was 89-157 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.